Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, the physician was not able to retract the needle after taking a sample. The working channel of endoscope was removed from the patient with the needle extended. The procedure was completed with this excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).